Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited pseudo pseudo fusion. Further examination of the ICD revealed under-sensing and unspecified over-sensing. Corrective programming changes were made on (B)(6) 2021. No patient consequences were reported.